Event description:
It was reported that the patient could feel the sling which had extruded through the vaginal tissue. Surgery was performed and the monarc sling was excised. There were no further patient complications reported in relation to this event.